Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpations/discomfort in the chest. The implantable pulse generator (ipg) exhibited pacing issues, the right ventricular (rv) lead exhibited pacing issues and the right ventricular (rv) lead exhibited pacing issues with far field r-wave (ffrw) oversensing. The implantable pulse generator (ipg) system was reprogrammed. No further patient complications have been reported as a result of this event.